Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The blood glucose level of customer was 428mg/dl. The current blood glucose level of customer 199 mg/dl. Customer stated that they checked blood glucose level before bolus it was 300 mg/dl. After dinner they had bolus and blood glucose level was still 300 mg/dl. It was found that customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was found that customer had not experienced symptom at the time of high blood glucose level. The auto mode feature was not active at time of incident. Customer was treated with insulin manual injection or insulin pen. Customer alleged that insulin pump was under delivering. Air bubbles were presented along the tubing length. Customer stated that infusion set had leak. There was deep scratch to the case of insulin pump. The insulin pump will not be returned for analysis.